Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that for 2-3 minutes, the patient¿s spo2 has been 20-30%. It was additionally reported, that drugs were delivered. The device reportedly generated low ventilation alarms.

Manufacturer narrative:
Since neither all requested information nor any logfile was available for investigation, the exact root cause for the reported symptom could not be determined. As further reported, it was found during the case in question that the oxygen sensor housing was dropped which would lead to a pneumatic leakage and could explain the reported desaturation. In general, two o-rings and gravity prevents the sensor from failing down. Reinserting the o2 sensor housing to the cover of the inspiratory valve on the breathing system is part of the daily and pre-use check as described in the instructions for use. A pneumatic leakage due to dropped o2 sensor is hearable depending on the adjusted fresh gas flow and tidal volume. The integrated pressure- and volume monitoring of the fabius device ensures that the issue is obvious for the user and alarms will be generated if the measured value is out of the adjusted alarm limits. It was reported, that the fabius alarmed the condition. As per iec60601-2-13, additional monitoring of the concentration of co2 and anesthetic agent is required. Also, a manual ventilation bag must be available for emergency use. Thus, it could not be comprehended why the saturation decreased that much. As further details were not available, this could not be reconstructed. As additionally reported, the user does not think that a device malfunction has led to the reported symptom.

Event description:
Please refer to the initial-report.